Event description:
During the implant procedure, while removing the stylet from the lead, the inner insulation of the lead cracked. The lead was explanted and replaced and the procedure was completed successfully and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The double bend height was measured and was within specification. Visual inspection of the lead did not reveal any anomalies.